Event description:
N/a

Manufacturer narrative:
Trackwise (B)(4) updated sections: b4, g3, g6, h2, h3, h6, h10 the device was returned to the factory for evaluation on 02/20/2024. An investigation was conducted on 02/20/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The heater wire and gray silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws with no physical or visual difficulties observed. The cold jaw aligned normally with the hot jaw when the jaws were closed. No other visual defects observed. Based on the returned condition of the device and investigation results, the reported failure "mechanical problem; jaws do not align" was not confirmed. The lot # 3000361036 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro vh-3500 jaws not lining up on cutting device. Jaws were closed during insertion of the tool into the cannula. A new device was used to complete the procedure after a delay of a couple minutes. There was no harm to patient.